Event description:
It was reported by customer that "can you send me information on how to remove the very high levels of metal still in my blood from my broken hip replacement that has now been revised? I have attached removed. Original - pretty bad huh? My ortho had to scrape metal filings and dead bone from the area. I could get no help from depuy and the co they had litigate it." Revision completed due to femoral loosening at the bone to cement interface.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found extraction damage, as well as tissue still attached to the device suggesting some level of fixation, the overall appearance of the device is consistent with being implanted and then explanted. However nothing indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.